Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to blood glucose level of 489mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin and saline. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Healthcare provider alleged that the pump did not deliver insulin as intended. Tandem technical support reviewed pump data logs and found that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer successfully turned the pump on, but did not reload the cartridge to resume insulin therapy. Reportedly, the customer maintained that the pump did not deliver insulin as intended and reverted to manual injections for insulin therapy.